Event description:
It was reported that during setup prior to use at the user facility the remb universal driver got stuck in "on" and ran without activating the trigger. The procedure was completed successfully using back-up equipment with no delay. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event could not be duplicated during evaluation of the returned device. It was noted during visual inspection that the sockets on the potted trigger assembly were corroded.

Event description:
It was reported that during setup prior to use at the user facility the remb universal driver got stuck in "on" and ran without activating the trigger. The procedure was completed successfully using back-up equipment with no delay. No medical intervention and no adverse consequences were reported with this event.